Manufacturer narrative:
Device evaluation: one cadd extension set sample from pn 21-7106-24 was received in used conditions, decontaminated, without original packaging inside a plastic bag with a 100ml cassette in which was used. The cassette shows no traceability and is in the same conditions as the extension set. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Results showed occlusion in the filter inlet of the extension set; no other discrepancies shown. According to the investigation, functional testing was performed by testing the cassette using a cadd legacy plus pump to look for unusual functions and the pump ran without any issue. Next investigator try priming the extension set using pressure vessel to look for unusual function, it was impossible to prime the extension set since the filter input bond was inadequate. The result from the testing showed that the extension set was not possible to be prime, connecting it to the cassette in this condition would cause an error of high pressure which confirms the customer complaint. The customer reported problem was confirmed. According to the investigation the most probably root cause is excess of solvent during manufacturing. The problem source of the reported problem is manufacturing.

Manufacturer narrative:
Only year (2020) of the event date is known. Device evaluation in progress.

Event description:
It was reported that during the use of the cadd extension set, the customer noticed that an alarm went off. After replacing the cassette, the alarm was cleared. The exact details of the alarm were unknown. No patient injury or complications were reported in relation to this event.